Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was not capturing. A revision was made and found a dislodgment. Reasonable evidence suggest that the loss of capture (loss of capture (loc) might have been cause due to the dislodgment. When physician tried to repositioned this lead, helix didn't extend. This lead was then successfully replace. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not capturing. A revision was made and found a dislodgment. Reasonable evidence suggest that the loss of capture (loss of capture (loc) might have been cause due to the dislodgment. When physician tried to repositioned this lead, helix didn't extend. This lead was then successfully replace. No additional adverse patient effects were reported. Additional information was received by the post market quality assurance laboratory, where it was found that this right atrial (ra) lead exhibited an inner coil fracture near is-1 terminal end. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.